Manufacturer narrative:
The model and lot numbers were not reported and the onyx will not return for investigation as it remains in the patient. The cause and nature of the subsequent interventions could not be conclusively determined from the provided information. However, based on the reported information, the event is likely related to patient condition. Please reference MDR 2029214-2017-00225 for the other event from this literature review. Citation: mikolaj wojtaszek, emilia wnuk, rafal maciag, bohdan solonynko, krzysztof korzeniowski, krzysztof lamparski, olgierd rowin ski. Improving the results of transarterial embolization of type 2 endoleaks with the embolic polymer onyx. Videosurgery and other miniinvasive techniques 4, december 2016.

Event description:
Medtronic received information through literature review that after treating a type 2 endoleak (t2e) with onyx, 2 patients required subsequent intervention via translumbar (direct sac puncture) embolization for t2e at 25.2 and 37.5 months of follow up. Another patient with a hypogastric artery aneurysm required subsequent intervention via iliac extension for a late type 3 endoleak type 3 endoleak (t3e).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.